Event description:
It was reported from (B)(6) that a patient experienced a high power alarm, while in the ICU after implantation. "It was described as multi-transfusion and diss. [Disseminated] intravasal [intravascular] coagulation status". There is no current update on the outcome of the patient. There is no additional information provided.

Manufacturer narrative:
A review of the controller log files associated with the event confirmed the reported high power consumption. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. Clinical correlation is required. The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple "high watt" alarms. The device is related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors such as the patient's recent history of intracranial hemorrhage may have contributed to the high power event. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition may have triggered alarms due to high power consumption. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The most probable root cause has been attributed to thrombus formation/ingestion within the device. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Additional received information reported that there were signs of hemolysis and together with high watts, a thrombus was suspected. The patient "could not be treated with lysis as it was post of day5". The patient expired on post of day 7 with a reported cause of death reported by the surgeon was disseminated intravascular coagulation; the patient had received a "massive amount of blood products" and was not device related. The device is not being returned to the manufacturer as it was not explanted and there was no autopsy performed. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Bleeding and thrombus are known potential adverse events associated with implantation of all vads. With review of the available information and as reported by the surgeon there is no indication of any device malfunction or performance issues with procedural and patient factors of disseminated intravascular coagulation contributing to the event. A supplemental report will be submitted when the manufacturer's investigation has been completed

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Device will not be returned.